Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional informational information was received. It was reported that patient had her 3058 replaced this summer, the pocket site was switched and the new pocket sire was set up for the ins replacement. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on september 26th reported they had not seen the patient since they were discharged, but on the last review the infection was under control and being treated. There were no further complications that have been reported as a result of this event.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient got an infection two days after getting a replacement. Patient wasn't taking care of the infection and healthcare professional (hcp) took 4 weeks to take action of patient's infection. Patient stated that the empty pocket from the their ins removal was where the infection started and then went into the new pocket. Hcp had to remove everything on (B)(6) 2017 and throw it away because the infection spread to the new ins pocket. No further complications were reported.